Manufacturer narrative:
Alleged failure: intermittent signal loss confirmed failure: nhup hardware upgrade (npf) rdbf display board failure rcp replaced contact ring ces replace contact esst spring dfa replace display/front board assembly probable root cause: light engine malfunction main board, receptacle board, or front board malfunction damaged or missing esst spring incorrect/no communication with 1688 overheating power supply malfunction software malfunction hf/rf interference cybersecurity attack the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.